Manufacturer narrative:
Method: device history review and visual inspection. Results: no manufacturing issues found for reported lot code. Visual inspection confirmed the device to be broken. The fragment was stuck inside the trail and was not returned. Conclusion: the analysis results indicates that the handle broke through torsional overload.

Event description:
This event took place after the surgery was completed. There were no surgical delays or effects on the procedure. When attempting to remove the trial from the trial handle, the trial would not disengage from the handle. When more force was applied to remove it, the tip of the trial handle broke off inside of the trial itself, leaving both instruments unusable for future procedures.

Event description:
This event took place after the surgery was completed. There were no surgical delays or effects on the procedure. When attempting to remove the trial from the trial handle, the trial would not disengage from the handle. When more force was applied to remove it, the tip of the trial handle broke off inside of the trial itself, leaving both instruments unusable for future procedures.